Manufacturer narrative:
(B)(4). The two mitraclip delivery systems referenced have been filed under other MFR reference numbers. The customer reported the steerable guide catheter was discarded and is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This steerable guide catheter MDR is being filed for the atrial septal defect that required surgical closure approximately one month after the mitraclip procedure. It was reported that during the procedure on (B)(6) 2014, prior to using the mitraclip device, a transseptal puncture was performed. The puncture was very difficult and was placed high due to a rotated heart, very large atrium, preexisting patent foramen ovale and a restricted posterior leaflet. Also due to the anatomy, the imaging was difficult. The steerable guide catheter was inserted into the anatomy without any problems. With a high transseptal puncture site and imaging problems, positioning of the two clips was difficult and took many adjustments. The first clip (10276655/(B)(4)) was implanted. During placement of the second clip (10275375/(B)(4)), the clip became temporarily caught in the chordae, but was able to be freed and placed onto the leaflet. There was no damage to the chordae. Although implanted, the two clips were not able to be placed within the jet; therefore, functional mitral regurgitation grade was only reduced from 4+ to 4. Although there was no device issue with the steerable guide catheter, post procedure an atrial septal defect (asd) was noted and was surgically corrected on (B)(6) 2014. There was no adverse patient sequela due to the asd. The patient remains hospitalized. No additional information has been provided.

Event description:
Subsequent to the previously filed report, additional information was received that the patient expired on (B)(6) 2014 after the patients family decided to make her a do not resuscitate. The patient had an acute intraventricular hemorrhage with extension into the basal ganglia and parietal lobe on (B)(6) 2014 with mass effect and cerebral edema. The cause of death was intracranial hemorrhage. The study site has indicated that the patient death and intracranial hemorrhage are not related to the mitraclip device and procedure. Mitral stenosis was identified on (B)(6) 2014 and resolved with medication on (B)(6) 2014. Due to the progressive heart failure and cardiogenic shock, a lvad was implanted and on (B)(6) 2014, an automatic implantable cardioverter-defibrillator (aicd) was implanted on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record revealed no non-conformances for the lot and a review of the complaint history for this lot did not indicate a manufacturing issue. The patient effect of atrial perforation (atrial septal defect) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. In this case, the atrial septal defect was likely a result of anatomical morphology causing incomplete closure of the septal hole following sgc removal. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.